Event description:
On (B)(6) 2013, the patient¿s mother contacted animas and alleged the following: (B)(6) 2013, the patient had blood glucose (bg) of 500mg/dl and was throwing up. Mother tried to bolus from the pump but bolus correction did not bring down bg. The bolus history showed bolus as being delivered and completed. Mother states no alarms in the history. She disconnected patient from pump and went to injections, and the injection brought bg down. Pt mother stated she inspected the inset and did not notice any bending or kinking. On (B)(6) 2013, the mother picked a new skin site and installed a new inset. Again, the bg was going on in the 300 mg/dl with moderate ketones. Mother disconnected patient and put her back on injections, and mother called animas with pump for trouble shooting. Customer support (cs) confirmed time and date is correct. Denies x-ray exposure. No change in basal settings, no skin issues, no leaking. Mother stated she tries to move skin site from left to right from stomach to backside but patient does prefer one area. Patient just had a physical and doctor didn¿t mention any scar tissues. Mom stated they have been noticing more air bubbles lately, was advised may have to disconnect at site periodically to inspect and manually expel air bubbles. Cs review found that mom fills cartridges with refrigerated insulin and pushes air through liquid insulin. Cs advised her to place tip of needle in airspace as much as possible and slowly push air into vial, not to over-pressurize vial, and to leave insulin at room temperature for two hours before filling vial. No product defect was identified. This complaint is being reported as the patient experienced hyperglycemia following the use error of filling cartridges with refrigerator temperature insulin and pushing air into the insulin.

Manufacturer narrative:
The pump/cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/10/2013 with the following findings: no product was returned for investigation; a retain sample was pulled for investigation a leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.